Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted via x-ray that the lp dislodged and embolized. The lp was explanted and replaced. The patient was stable.